Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was set to deliver pacing energy to the patient but the patient did not respond with cardiac activity. The incident was reported to have occurred on either (B)(6) 2018. The patient involved was (B)(6) years old and was reported to have a have cardiac disease. The incident occurred in the emergency department. The clinicians used same ECG cable connected to the patient with another device to successfully treat the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device was set to deliver pacing energy to the patient but the patient did not respond with cardiac activity. The incident was reported to have occurred on either (B)(6) r2018 or (B)(6) 2018. The patient involved was (B)(6) years old and was reported to have a have cardiac disease. The incident occurred in the emergency department. The clinicians used same ECG cable connected to the patient with another device to successfully treat the patient. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Videos of the patient's heart rhythm's were also reviewed. There is no information that supports that a malfunction of the device occurred. The users were able to achieve pacing capture with this dfm100 device when they switched back to it. There are many factors that influence the ability to achieve pacing capture including the patient's medical conditions, underlying rhythm, pad placement and ma setting. The dfm100 has a ma range of 10-200 ma depending on the pulse width setting. The ma settings reported for the first 3 attempts to gain pacing capture were 100 ma.. The users did not know at what ma setting they were able to achieve pacing capture, but the upper limit is 200 ma. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.